Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-19. The circumstances that led to the poor communication, low implantable neurostimulator (ins) battery, poor coupling, and programmer not turning the ins off or on included it needing to be charged. The steps taken to resolve their issues included charging it. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins was all charged up and was on. The patient was unable to turn the ins off with their patient programmer (pp). The pp does not turn the ins off or on and it did not show the therapy screen. It was determined that the pp was showing a warning screen to change the pp batteries. The patient tried changing the batteries on the call, but then the pp showed nothing on the screen, and the pp did not power up. The patient stated they were using coppertop batteries. It was reviewed the patient needed to use (B)(6) batteries. The patient did not have any (B)(6) batteries to try. The patient stated they would get (B)(6) batteries to use and will call back if more help is needed. Additional information was received from the patient on (B)(4) 2018. The patient stated that replacing the batteries in their programmer with (B)(6) batteries resolved their issues. Additional information was received from the patient. It was reported that the patient couldn't get the ins to turn on or off. The patient pressed the synch button on the programmer and got poor communication. The patient placed the programmer directly over the ins and tried to sync, but it did not re solve the issue. The patient was transferred to repair because the programmer would not interrogate. The last time the patient charged was a couple of weeks ago. The patient mentioned they changed the patient programmer batteries. Additional information was received, and the patient said the programmer was not working. The patient was sent a new programmer, but it was doing the same thing. The patient was getting poor communication on the programmer and ensured they had good batteries in the programmer. The recharger was able to communicate with the ins and the patient was able to successfully start a charging session on the phone. The charge session had zero black boxes and the ins battery level showed low. Pt changed the batteries during the call and that did not resolve poor communication. The patient was using (B)(6) brand batteries and it was recommended good quality batteries be used. The patient said she would get some new batteries, charge her implant, and if those measures did not resolve it she would call back. No further complications were reported.